Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4)

Event description:
Information was reported by a healthcare provider (hcp) regarding a patient receiving baclofen (2000mcg/ml at 1246.2mcg/day, lot number unknown) via a pump. The pump indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's pertinent medical history and other medications they were taking at the time of the event were not reported. The hcp reported that the patient showed up to the emergency department (ed) on (B)(6) 2015 and was admitted to the hospital. The patient was having new lower extremity problems and it was unknown if the change in symptoms was sudden or gradual. There was a suspected problem with the device or therapy and the patient had a 2 hour MRI scheduled in the afternoon of the date of this report. The purpose of the MRI was to determine the device or therapy issue. The hcp was redirected to a device manufacture representative for interrogation following the MRI. The results of the MRI and interventions taken to resolve the lower extremity issues were not provided. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) reporting the pump contained lioresal 2000 mcg/ml (dose unknown). The patient had a large spinal fusion back for their scoliosis on (B)(6) 2012. The hcp believed that this was when all the trouble started and symptoms had been occurring since then. The patient also retained a catheter from an old pump so she had two catheters implanted and they were not sure if the other catheter was causing issues with the current catheter that was hooked up to the pump. X-rays from 2011 showed the 2nd catheter up in the cervical level. It had floated up to c2 from the thoracic level. Now, that same catheter segment is resting in patient's sacrum as low as it can go. The patient has had some previous "intermittent episodes of increased spasticity severe enough to cause rhabdomyolysis". The most recent severe episode was in (B)(6) 2015 where the patient's ck levels were in the 7000s. She was admitted to the hospital at that time. The hcp checked on the patient's pump/catheter at that time and it appeared to be working properly. The patient would get these episodes and then they go away and then the patient would go home. The patient had been "worked up" many times for this. With these intermittent episodes of spasticity, she also has some pain. The patient called it neuropathic pain. The hcp felt the pain typically proceeded the episodes of spasticity. The patient was presently experiencing occasional spasticity and the hcp believed there may be an intermittent kink occurring with the patient's current catheter. She was unsure whether it was an intermittent catheter kink or a dural pocket that had formed around the catheter tip and was also wondering about possible adhesions around the floating catheter segment. The intermittent episodes seemed to be getting closer together. It used to be 2-3 months apart, then went to weeks apart, and now seemed to be every 2-3 days. A dye study had not been done. Previous dye studies had been done at another location after spastic episodes had already resolved and then the dye studies would come back normal. During the episodes, the patient was shaking so badly that a dye study could not be done at that time. The patient had been to the emergency room (ER) twice in the past month due to pain, which was a result of the increased spasticity. The emergency room provided the patient with valium for symptoms. The patient's mom wanted the catheter segment removed and the hcp may refer the patient to neurosurgery/orthopaedics. She was concerned about the catheter segment because the patient has had a fusion and had a lot of hardware implanted in the area. The patient still required oral baclofen even with the high dose of intrathecal (it) baclofen therapy. The patient was current medication was gablofen 2000mcg/ml at 1246.2mcg/ml. The hcp had decided to wean down the patient and replace the system. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.